Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day, the pt was hospitalized for the event and began treatment with vancomycin (2 grams, frequency regulated by vancomycin level) for peritonitis. At the time of this report, the patient was recovering and remained hospitalized. Treatment with vancomycin was ongoing. Pd therapy was ongoing. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h20055 and h13k04070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.